Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/13/2010 and 08/20/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 56.87 months, due to unknown reasons. No further details were provided.

Event description:
Baxter field service technician serviced a colleague infusion pump and discovered failure code 810:04 on channel b. There was no adverse event, patient injury or medical intervention associated with this report. During a review of the event history for another report it was discovered that failure code 810:04 occurred during an infusion which caused an interruption during delivery on channel b and c. This complaint will address the occurrence on channel c. There was no additional information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
On 09/10/2010 (through follow-up with the health-care provider via fax), it was learned that the device was explanted, due to endocarditis. No other details were provided.